Manufacturer narrative:
Correction: e1: correction physicians information and facility.

Event description:
Additional information received indicates the patients leads were fractured. Surgical intervention took place in which the system was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05477. It was reported the patient has high impedances on both leads. No falls or trauma were reported. Surgical intervention may take place at a later date to address the issue.